Event description:
According to the reporter, after firing, about a 1/3 of the anastomosis was without staples. The anvil was stuck and was difficult to remove. When trying to remove the stapler, there was partial tear of the tissue. Was corrected. Procedure: lar.